Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tampa vedante bd luer cap¿ experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: according to the client, it was found a foreign matter on the product.

Manufacturer narrative:
H6: investigation summary : a device history record review was completed for provided material number 990731 and lot number 3027607. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this reported incident at this time.

Event description:
It was reported that the tampa vedante bd luer cap¿ experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: according to the client, it was found a foreign matter on the product.